Event description:
It was reported a minicap extended life pd transfer set separated. The dark component (female connector) had unscrewed/separated from the light blue (main body) component. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date of the event was reported to have occurred on either (B)(6) 2022 or (B)(6) 2022. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection via the naked eye and magnification, the female connector was observed separated from the light blue main body. The device underwent functional testing including, leak, clear passage and clamp function testing; and the device performed according to product specifications. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.